Manufacturer narrative:
(B)(4). No unexpected no delivery alarm noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 442 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The customer also reported blood glucose of 311 mg/dl. The customer reported that the no delivery alarm was resolved by changing infusion set including reservoir. Troubleshooting was performed. The insulin did not exit during prime. The customer was advised to adjust infusion set and reservoir. The insulin did exit during prime after adjustment. The insulin pump was returned for analysis.